Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bleeding from the urethra for a few days. The blood was on the wick and in the urine. The patient's gynecologist believed that it could be trauma from the suction on the purewick. There were no rashes or tears on the outside of the vagina, and appeared to only be coming from the urethra. No additional medical intervention was reported.

Event description:
It was reported that the patient experienced bleeding from the urethra for a few days. The blood was on the wick and in the urine. The patient's gynecologist believed that it could be trauma from the suction on the purewick. There were no rashes or tears on the outside of the vagina, and appeared to only be coming from the urethra. No additional medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "inadequate component (pump and relief valve) selection". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed as high suction from the pw100 would not likely be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.